Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins) for unknown indication. It was reported the patient was not receiving adequate pain relief from the stimulator. The patient stated the stimulator had been working fine but was not providing adequate pain relief, so she decided to have it explanted and have a pump implanted. The issue was reported as resolved. No further complications were reported/anticipated.